Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg was poking out of the pocket site. It was confirmed that there was no actual breakage of the skin but the patient was experiencing discomfort and difficulty charging. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient's ipg was poking out of the pocket site. It was confirmed that there was no actual breakage of the skin but the patient was experiencing discomfort and difficulty charging. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient was experiencing dizziness and severe pain at the ipg site. It was noted that the patient has not been using the stimulator. The bsn representative advised the patient to go to emergency room if she was having pocket pain issues but the patient refused.

Event description:
A report was received that the patient¿s ipg was poking out of the pocket site. It was confirmed that there was no actual breakage of the skin but the patient was experiencing discomfort and difficulty charging. The patient will undergo a revision procedure.